Manufacturer narrative:
Product analysis: at analysis a partial conductor fracture was found on the pacing cable. The product was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient cable which accompanied the return of the external pulse generator subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.